Event description:
Customer reportedly rec'd result of hi (greater than 600 mg/dl) on the aviva system and 155 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.